Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis found that one pse60a device was returned in good visual condition and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 2/3. In addition, the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an exploratory laparoscopic with splenectomy procedure, the motor died on the first firing and the device stopped working. The device was removed. The case was completed with another device of the same product code. There were no patient consequences reported.